Event description:
It was initially reported that patient was not getting any therapeutic effect from her "pump or stimulator". On (B)(6) 2012, it was stated that patient recently had her pump filled, had recharged her device and resumed her stimulation therapy. Patient was concerned that her "pump was not working due to the stimulator because, she read that the device could interfere with one another". Patient had not heard any audible alarms. "There were no problems during the recent refill procedure". It was also added that the patient was weaned off the pump and they "suspected that's why patient felt as if it was not working". Drug delivered via the device was morphine. As of the date of this report it was indicated that the pump may be explanted; however, the reporter was not certain. Patient status was not known to the reporter. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported the patient was recently weaned off of her opioid, and it was believed that was the cause of ¿this drama.¿ it was not reported that the patient was being weaned off of their pump. The patient was not getting any pain relief. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: 8835 serial# (B)(4); catheter: model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).